Event description:
The customer reported that the fast stop was activated, when they did not activate it. This shuts down the sys immediately. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ps2 power supply was replaced. The system was then found to be operating as intended.